Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon performed a revision surgery (tha) due to a osteolysis on oct 26th." The cup was OEM product. (Triad cup 48mm).